Manufacturer narrative:
(B)(4); batch #t5e73v. Investigation summary: the analysis results showed that one ecr45w reload was received. The reload was received fully fired, and with damage on reload deck. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device, and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction, such as a clip, is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a bile duct cyst surgery, after firing the device, could not open the jaw. The surgeon followed the IFU to open the jaw. Changed to another ecr45w reload to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.